Event description:
Healthcare professional reporting upon circulating nurse pulling back tyvex top it ripped and contaminated the inner seal; especially bottom where fragment was covering inner cover product was not used due to contamination. Product was not used. Device not implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: tyvek or thermoform sticking.